Event description:
It was reported that the patient experienced an increase in seizure activity which required a brain MRI. The patient was admitted to the hospital due to their increase in seizure frequency. It was reported by the neurologist's facility that the patient's mother makes the patient's medication decisions and that the mother is often "noncompliant with medications." The physician was unable to assess the relationship between the increase in seizures and the vns. The patient's mother had reportedly taken the patient off all their medications. No further relevant information has been received to date.